Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the patient had elevated blood glucose. The reporter stated that the patient's blood glucose continued to be elevated in the 20 mmol/l range. The patient's reported blood glucose does not meet animas criteria for an adverse event. The reporter stated that with the last cartridge change, there was a strong smell of insulin. The reporter confirmed that there was no evidence of moisture in the cartridge compartment. This report is made based on the allegation of an insulin smell when the cartridge was removed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.